Event description:
A female s/p arthroscopic lateral release, right knee performed in 2006, was referred to the ortho clinic from physical therapy a month later with complaints of pain, discomfort and decreased range of motion of right knee. Physical exam, a protruding object was palpated lateral to the right patella and x-ray showed a likely arthroscopic instrument from the previous surgery. As per the operation report, sponge count, sharps count and instrument count were performed, were correct and were confirmed by or staff. Patient was admitted to orthopedic service for removal of foreign body. The procedure was performed the next day. As per the operation report, a metal object was localized in the subcutaneous tissue and was extracted. Post-op x-rays were obtained in the recovery room. The post-op x-ray reported, the previously described metallic tubular density is no longer present. The foreign body retrieved was the broken tip of the outflow cannula. The patient was discharged a day later. The patient continues to receive physical therapy.